Manufacturer narrative:
Results: malfunctioning scale due to a cpu board failure.

Event description:
It was reported by service report that the scale was displaying an error message. No patient involvement or adverse consequences were reported.